Event description:
It was reported per literature that re-recurrence of restenosis and reocclusion occurred. This multicenter retrospective study analyzed 276 limbs from 246 patients who experienced recurrence following primary paclitaxel coated balloon (pcb) therapy and then received repeat endovascular treatment (evt) with either pcb (217 limbs) or a scaffold (59 limbs). The primary endpoint was 1 year freedom from re-recurrence, and secondary analyses identified the predictors of re-recurrence. Within the pcb group, 174 restenotic and 43 reoccluded lesions were retreated using pcbs. In the scaffold group, 32 restenotic and 27 reoccluded lesions received scaffold treatment. Across both groups, freedom from re-recurrence was significantly lower in reoccluded lesions than in restenotic lesions. Similarly, reoccluded lesions had reduced rates of freedom from re-reocclusion compared to restenotic lesions. Independent predictors for re-recurrence following pcb treatment included male sex, use of first-generation low-dose pcb, and residual stenosis greater than 30%. For scaffold treatments, reoccluded lesions were a significant predictor of re-recurrence. Overall, reocclusion after initial pcb therapy strongly correlated with future re-recurrence and re-reocclusion, regardless of the retreatment method used.

Manufacturer narrative:
B3: date of event: estimated based on date of literature publication. Detailed product and complaint information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Literature title: assessment of recurrence patterns and treatment strategies for reintervention after paclitaxel-coated balloon angioplasty in femoropopliteal artery diseases: results of the astra study. Literature citation: yoshioka, n.; tokuda, t.; tanaka, a.; kojima, s.; yamaguchi, k.; yanagiuchi, t.; ogata, k.; takei, t.; morita, y.; nakama, t.; et al. Assessment of recurrence patterns and treatment strategies for reintervention after paclitaxel-coated balloon angioplasty in femoropopliteal artery diseases: results of the astra study. J. Atheroscler. Thromb. 2026, 66102, https://doi.org/10.5551/jat.66102.